Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that two errors were present on the cp. Additionally, a loose fiber connection was found on the detector. The connector was reseated, the cp rebooted and functionality was restored. The representative reported that visual inspection of the fiber found a damaged retaining lip. The fiber was then replaced and the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. The suspect fiber has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the x-ray functionality on the imaging system would not fully load. The viewing station of the imaging system connection and motion capabilities were reported to load fully. Restarting the imaging system did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.